Manufacturer narrative:
The reported complaint was not confirmed. During the laboratory evaluation, the product surveillance technician (pst) observed the pump pod and small display assembly to pass test fixture, cold chamber testing and visual inspections. The pump pod and small display assembly functioned properly during evaluation with no "service pump" error messages or blanking out of display observed. The pump pod /small display assembly interface ribbon cable was not sent in by customer for testing. The pst disassembled pump pod and small display assembly, inspected connectors, cables, components and solder joints, observed no signs of defects, damage or corrosion. He measured q-210, no anomalies observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2016-00043. While visiting the user facility for MDR #1828100-2016-00043, the field service representative (fsr) was notified of this reported issue. The fsr could not duplicate the reported issue. He replaced the display. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) reported the roller pump display lost half of its display area (not illuminated). The ccp was able to control the roller pump using the local control knob and/or central control monitor (ccm). The roller pump did not lose power. There were no reported adverse consequences to the patient.